Event description:
The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, open circuits were noted on 22 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.